Event description:
It was reported that a cartridge alarm occurred during the load process. The customer's blood glucose level was elevated at 513 mg/dl due to the issue. The customer managed this by administering a correction injection using multiple daily injections (mdi) and did not require third-party assistance. Technical support confirmed the issue with consecutive cartridges and decided to replace the pump, even though it was not under warranty. The customer expressed interest in obtaining an out-of-warranty loaner pump but later opted to purchase a new pump through insurance.